Event description:
I had lasik surgery on both of my eyes in 2008. I now suffer from blurred vision and have a halo effect during the evening hours. I am not pleased with my lasik surgery. If I can participate in any surveys, or supply any additional info, let me know.